Event description:
Since friday 2005, the patient has been unable to hear anymore. The external equipment was checked and was found to be functioning correctly. Testing confirmed that the device has malfunctioned.